Event description:
It was reported another MFR's stent was pre-mounted on this balloon catheter during left iliac stent placement. During deployment of this vascular stent, the stent slipped off the balloon catheter, another balloon catheter was used to advance the stent over the bifurcation. A stent was placed in the left iliac artery without incident. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to deploy another MFR's vascular stent which is a non-indicated use for this device. Co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended."